Event description:
Initial (04-aug-2024): this serious case reported via email refers to a male consumer with no known allergies. His age, medical conditions, and concomitant medications were not reported. The consumer initially reported on 4-aug-2024 that he used compound w nitrofreeze for a wart on his hand and experienced a scar, blister, wound, and scab. He reported holding the product on the wart for 20 seconds just once. He used peroxide on the area initially but then went to the dermatologist for further treatment. He sent follow up information including medical records from a visit to a dermatologist on (B)(6) 2025 which indicate a hypertrophic scar that is 2.2 cm in size. He was given the treatment options of reconstructive surgery, multiple steroid injections, and laser scar revision. This case outcome is not recovered/ not resolved. Meddra version 27.1: expectedness. Hypertrophic scar: unexpected. Application site vesicles: expected. Skin wound: unexpected. Scab: unexpected. According to the company reference safety information.